Event description:
It was reported that the needle broke off at hub during insertion. Additional information: io needle was placed with io drill into the right leg, distal to knee. No other IV access could be obtained at that time. The patient's condition -dire. Patient's condition deteriorated from conscious to pulseless within minutes. There was no patient injury during use. When the needle was removed the threaded area to attach IV line was still attached to needle when needle was removed. Access was not completed with io. Due to threaded hook up being broken io access was not able to be obtained.

Manufacturer narrative:
Qn#(B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. The attached certificate of compliance (part of DHR) certifies that the aforementioned lot meets the lake region medical (viant) quality system requirements and specifications. This product has been manufactured and controlled by lake region medical (viant) in accordance with the FDA qsr and iso 13485:2003. A review of the certificate of conformance/device history record found that the needle set passed all the release criteria. The device was released in 07/2016 and is approximately 4.5 years old. The complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. The complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. No further action required.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the needle broke off at hub during insertion. Additional information: io needle was placed with io drill into the right leg, distal to knee. No other IV access could be obtained at that time. The patient's condition -dire. Patient's condition deteriorated from conscious to pulseless within minutes. There was no patient injury during use. When the needle was removed the threaded area to attach IV line was still attached to needle when needle was removed. Access was not completed with io. Due to threaded hook up being broken io access was not able to be obtained.